Manufacturer narrative:
The hill-rom representative found that the scale adapter broke due to user error. The scale adapter sleeves had not been used. According to instructions guide for liko scale: remove the lifting accessory from the lift. Mount the appropriate adapter on to the lift in accordance with the assembly instruction. Attachment point under the scale: alternative 1 with universal sling bar. Place one sleeve on the scale´s lower attachment point. Mount the lifting accessory under the scale, using bolt and locking nut provided. Alternative 2 with standard sling bar. Mount the lifting accessory under the scale, using bolt and locking nut provided. Place one sleeve on the scale´s upper attachment point. Mount the scale in its upper attachment to the adapter, using bolt and locking nut provided. When disassembling the scale, the adapter must be removed from the lift before a lifting accessory is reassembled on to the lift. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The technician replaced the scale adapter to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that while lifting the patient up out of bed, the adapter that attaches to the scale snapped in half. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).